Event description:
Complainant reported that the biopsy forcep remained in open position during procedure. No pt adverse effects as a result to the malfunction.

Manufacturer narrative:
The MFR rec'd the device in its original package. Visual examination of the device revealed one of the wires was found detached from one of the cutters. The broken cutter was sent to the bsc laboratory to be evaluated further and the cause of the broken cutter is material cold flow. The cause of failure is due to material anomaly. Corrective action has been taken. Our directions of use outline appropriate placement, access and maintenance procedures.